Manufacturer narrative:
(B)(4). The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that a 60mm device is designed to work only with a 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. Event could not be confirmed as the device opened and closed as intended.

Event description:
It was reported that during a colon resection procedure, the device would not open after firing. The surgeon had to pry the jaws open which resulted in a hole being torn in the bowel. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.